Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Possible terminal block corrosion due to gate oxide defects in the device was suspected. In addition, there was a lead fracture. As a result, the lead was explanted and successfully replaced on (B)(6) 2026. During the extraction, venous occlusion was encountered. No additional adverse patient effects were reported. This rv lead has not been returned.